Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported products were returned for investigation. On the articulating surface and on the rim of the cup numerous fine scratches are visible. The anchoring surface of the cup shows some bone on growth; the porous coating is overall intact with some polished areas. The articulating surface of the head exhibits some fine scratches and a discoloration area on the top point. The bevel of the head shows some scratches and dents as well as some organic remnants. On the taper surface of the head signs of wear are visible. Signs of fretting corrosion can be seen on the inner surface of the adapter. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. However, as the stem is unknown, a compatibility check of the entire system cannot be performed. Review of complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. With the available information, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: medwatch: 0009613350-2023-00426, medwatch: 0009613350-2023-00633.

Event description:
No additional event information. To date no additional information or product has been received.

Event description:
It was reported that the patient underwent revision surgery due to metallosis and loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign- italy. D10. Item#:01.00181.480 ;lot#:2502925 ;item name: metasul ldh, head, 48, code n, taper 18/20; multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00426. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.